Event description:
It was reported that the lead had high impedance, oversensing, and no capture. There was a visable fracture of the lead on x-ray distal to the suture sleeve. The lead was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed.